Manufacturer narrative:
The insulin pump had alarmed motor error alarm during the basic occlusion test due to faulty force sensor resister. The device passed the following testing displacement test, self- test, and unexpected error test. All the operating current are within specification and passed the off no power test. The display was monitored and tested with no blank display and no audio/beep anomaly noted. The device was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call, the insulin pump wasn't working. The device had a blank display and a constant tone. The customer's blood glucose was 336 mg/dl. The constant tone started while the customer was sleeping, customer removed the battery for about two hours, and the display continued to be blank. Troubleshooting was performed and display did not return. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.